Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a tingling sensation on the left face and tongue when raising his right arm up and across his chest. He was getting good therapy response. Impedance measurements were normal. The implantable neurostimulator (ins) was loose in the pocket and it was thought a suture may be loose. It was possible that the extension pin was not correctly secured into place. The pt underwent a pocket revision on (B)(6) 2011 and the device was sutured into place. The pt outcome was unk pending an appointment on (B)(6) 2011. Add'l info has been requested, but was not available as of the date of this report. Refer to MFR report #3004209178201107039.